Event description:
New information noted that the patient's right ventricular lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission on (B)(6) 2019 and reported feeling dizzy. Review of transcripts revealed episodes of oversensing and dizziness was correlated with pacing inhibition. Patient reported again via transmission on (B)(6) 2019 and review of transcripts revealed an aborted ventricular fibrillation shock from excessive lead noise. Chest x rays revealed a potential clavicular crush. Patient was seen in clinic and therapy was turned off and other programming changes were made until lead can be revised. Patient had episodes of dizziness due to pacing inhibition caused by lead noise. The patient was scheduled for lead revision.